Manufacturer narrative:
Citation: brown cl, white j, stinis CT, teirstein ps. Chimney/snorkel stenting during tav-in-tav: bedside to bench. Eurointervention. 2024;20(11):e728-e729. Published 2024 jun 3. Doi:10.4244/eij-d-23-00927 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the feasibility of the chimney stenting technique during transcatheter valve-in-valve replacement. In their account, the authors described the results of a case report with an actual patient and a bench test using a heart valve pulse duplicator and a 3d-printed model. The case report involved a patient who previously underwent transcatheter aortic valve implantation (tavi) with a medtronic 26 mm co revalve bioprosthesis. Six years after tavi, the patient was admitted for worsening dyspnea, home oxygen requirement, and a mean gradient of 39 mmhg. Diagnostic imaging (transesophageal echocardiography and computed tomography) revealed that the corevalve was severely calcified and degenerated. The patient was deemed to be at prohibitive risk for surgery, so transcatheter valve-in-valve rep lacement was planned. The authors noted that the patient¿s computed tomography scans showed a high risk for coronary sinus sequestration due to a low and narrow sinotubular junction. The authors also highlighted that commissural misalignment of the corevalve barred leaflet modification treatments. With that, they decided to utilize chimney stenting in both coronaries to preserve patency during the valve-in-valve procedure. Transcatheter valve-in-valve replacement was performed using a 23 mm non-medtronic valve (sapien 3) and the chimney stenting successfully maintained coronary patency. The bench test came about following a ¿discussion of optimal cell access and concern for chimney stent deformation if stents were placed between the two transcatheter valve frames.¿ the authors conducted the in vitro test using a heart valve pulse duplicator and a 3d-printed patient-specific anatomy model. During the test, a medtronic 26 mm evolut r valve was deployed first, followed by the placement of stents in the right and left coronaries. The stents were said to be wired through nodes 3-5 of the evolut r valve, placing them between the two valve frames. Then a 23 mm non-medtronic valve (sapien 3) was implanted inside the evolut r and the chimney stents were deployed. Afterward, the authors recounted that the two valve frames ¿appeared to be crushing the left stent.¿ a balloon post-dilation failed to resolve the left stent distortion, while imaging (fluoroscopic and micro-computed tomography) confirmed successful chimney technique of the right stent with external compression of the left stent. No further information was provided pertaining to medtronic products.